Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, lines were observed on the display. After the boot-up screen the display flickered and started a sequence of colored screens. The intermittent issue appears to trigger when agitated or when pressure is applied to the housing around the lcd. The lcd module was replaced and the unit functioned as designed.

Event description:
It was reported that there are blue lines on the screen. No patient involvement.